Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The user facility reported a 66-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that following implant, an impella cp pump began to experience high purge pressures coinciding with low purge flows. A tissue plasminogen activator protocol was initiated in the the purge line and the issue resolved. Two days later, the patient's leg became cold, mottled, and pulseless. An external fem-fem bypass was placed and pulses returned to the extremity. Support was maintained with the implanted pump following the intervention.

Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible and the high purge pressure issues has been completed since the original report was submitted. The device was not returned for investigation. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. Per the clinical information provided, the root cause of the high purge pressure issue was most likely biomaterial. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.